Manufacturer narrative:
Additional information was received indicating that the patient switched to another pump to receive the remaining infusion volume of "procalamine", a life sustaining infusion. In addition, the received information indicated that the event was resolved, determined vent spike that was used when the infusion did not deliver as programmed was a micro vent spike meant to be used with a vial, not a 1000ml bottle. Therefore, the bottle was improperly vented the hospital bio-med department checked the pump and determined the pump did not malfunction.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under-infused. It was reported that when changing the bottle of 1000ml procalamine, programmed at 40ml/hr, only approximately half of the bottle had infused and the pump did not alarm. No adverse patient effects were reported.